Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported one month post-operatively, the patient experienced ongoing fatigue and electrocardiograms showed atrial fibrillation, with atrial fibrillation noted as clinically significant on the pre-cardioversion electrocardiogram. The patient underwent electrical cardioversion with 200j external biphasic energy after receiving intravenous sedation with a one-time dose of propofol, with prompt return to sinus rhythm. A post-cardioversion electrocardiogram showed normal sinus rhythm. The patient tolerated the procedure well, left in stable condition, and was discharged home in stable condition with no changes to home medications. No further patientcomplications have been reported as a result of this event.